Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely low ammonia (amm) results for two patient samples. Customer stated that the results were not reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Customer provided calibration and quality control (qc) results for ammonia, which appeared acceptable. The field service engineer (fse), inspected the instrument and found that the shear valve was leaking. The fse replaced the shear valve to address the issue, then verified that the mixers, wash stations and syringes were functioning properly. The fse then flushed, cleaned / lubricated and aligned the probes. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.